Manufacturer narrative:
Siqueira, m. H. B., shprits, s., bhojani, n., chughtai, b., zorn, k. C., cindolo, l., ferrari, g., lajkosz, k., & elterman, d. (2026). Rezum therapy in very elderly individuals with bph: two-year outcomes from a multicenter cohort. Wiley journal of lower urinary tract symptoms, 18(e70043), 1-7. Https://doi.org/10.1111/luts.70043. There was no device available for analysis; therefore, no physical or visual analysis of the products could be performed. The reported patient symptoms are a known risk associated with the device as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc despite good faith efforts. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via a peer-reviewed article published in the wiley journal of lower urinary tract symptoms (2025) that a retrospective review of prospective collected data from two high-volume centers in canada and italy was conducted. The study was conducted to further explore the urinary function and safety of patients that are over 80 years old and have undergone the rezum water vapor therapy procedure to treat benign prostatic hyperplasia. A total of 58 patients were treated with rezum between april 2019 and august 2024. Patients were discharged the same day with a foley catheter in place. Post treatment assessments were conducted at 3 months, 6 months, 12 months, and 24 months. No patient developed catheter dependency; however, the following complications were reported: 5 patients had urinary tract infections, 3 patients had epididymitis, 2 patients had acute urinary retention, and one required hospitalization. There is no information about interventions or treatments provided to the patients that experienced complications.